Event description:
The patient was revised to address due to: the rim of liner was fractured; poly liner then became loose in shell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Review of the as400 system show that at least 11 other devices from both of the reported lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update received 11/23/2015. The sale rep has reported the revision for the acetabular cup due to malposition.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 12/14/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision, dense scar tissue was encountered in the patient's joint. Also noted, there was a piece of polyethylene, the superior rim, was pulled out of the scar tissue. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 01/6/2015.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.